Manufacturer narrative:
A ge service representative performed an on site investigation. The system batteries were identified as being faulty and replacement batteries were ordered. No further repair information is available at this time.

Event description:
The field engineer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.